Event description:
The customer tested his blood glucose using his contour usb meter and received readings of 496 and 384 mg/dl. He retested using another meter and received a reading of 152 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any additional information. A bottle of control test solution was sent to the customer. No product will be returned at this time.

Manufacturer narrative:
The meter serial number was not provided during the call, so it was not possible to determine the manufacture date.